Event description:
The customer reported the unit was unable to switch from pads to leads ECG. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.